Event description:
Carefusion snowden-pence curved metz ergonomic reposable scissors, 36 cm disposable insert. Lot 74267, exp date: 2024-05-01. Small inside sealed package, did not reach patient. MFR address: (B)(4).